Manufacturer narrative:
Concomitant medical products: product ID: 355018, lot# gb4901184, product type: accessory. Product ID: 355018, serial/lot #: (B)(4), UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a trial. It was reported that there was a break in integrity of a lead occurred during withdrawal after first pass. In addition, crunching of the lead introducer was observed when trying to insert into the patient. The environmental/external/patient factors that may have led or contributed to the issue was difficult patient anatomy as reported by the healthcare provider (hcp); they didn't feel the issue was a lead/introducer integrity issue. The diagnostics/troubleshooting performed included the hcp withdrawing the lead slowly and cautiously, but they weren't successful in removing the lead in one piece. The hcp then stopped using the introducer after crunching of the outer portion was noticed. The rep also indicated the lead was partially explanted. After placing the lead into the introducer, the rep noted the hcp noticed resistance when trying to advance lead. From ¿xr view¿, the distal end of the lead was observed curving in the wrong direction. The rep advised the hcp to pull the lead back out of the introducer, but the lead was stuck. The hcp attempted to carefully remove the lead and they were able to do so, but the two most distal end electrodes remained inside the patient. At the same time, the rep also assumed the most distal end of the outer sheath of the lead remained implanted as well. They noted the inner coiling of the lead was stretched out of the end and had been pulled away from inside of the lead. The action/intervention taken to resolve the issue was a second lead and introducer was used. The issue was resolved at the time of the report. The lead, lead introducer kit, and stylet was returned for analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.